Event description:
It was reported that the patient received alleged skin issues while laying on the integrated mattress. Further information has not been provided.

Event description:
It was reported that the patient received marks on their back while laying on the integrated mattress.

Manufacturer narrative:
It was reported that the patient received marks on their back while laying on the integrated mattress. The customer did not provide any further information regarding the need for treatment. The original product was incorrectly reported. The correct product identification has been corrected in section d4.